Event description:
When I was 23 I had breast implants for the first time. I have had 3 add'l implantations over the past 32 years, all using silicone implants. My first implants immediately caused problems, capsulation, breast discomfort due to scar tissue build up and then a rupture which resulted in needing my implants replaced. Second implantation was a nightmare and then the major health issues started to appear. Migraine, inability to take a deep, facial sore eruptions that were severely painful and slow to resolve. Hip pain, joint pain, severe neck, back, and shoulder pain, burning breast pain, breast tightness and pain, digestive issues, hair and nail issues, mouth ulcers, tooth decay, loss of enamel, intolerance to cold, nightsweats, tiredness, sleep issues, insomnia, panic disorder, over all feeling of unwellness. In 2012 I once again had to have my implants removed and replaced, the implants were found to be in a state of disintegration. Large amount of scar tissues needed to be removed leaving me with no natural heart tissue. Fast forward to now, worsening health issues and a chest that is a holy mess. I am in the process of having a explantation with full capsule removal. This will most like leave me very disfigured due to all my past implantations and tissue removal. There just is nothing left without these bags in my chest. Breast implants are dangerous. They are a bill of goods that end up doing a lot of harm. They are making women sick, thousands of women are sick. They are disfiguring women due to the complications associated with, they need to be replaced and the high number of recipients who develop capsular contracture issues that result in the removal of their natural breast tissue. They are financially a nightmare and the medical community seems more than happy to push them and promote them. To date I have spent upwards of $25,000 on implants and explantations, seriously this is nuts. This last surgery to remove my implants permanently will run upwards of an add'l $10,000 - 15,000.00 and I'll be left with a chest that is disfigured and emotionally very hard to accept. I got my implants to feel better about myself and all they have really done is make me sick and caused me a huge financial and emotional hardship. Please, demand the FDA do further investigation and help women with removing their implants.